Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.